Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to high impedance measurements. The physician could not replicate the measurements prior to and after the removal of the implantable cardiovertor defibrillator (ICD)defibrillation.